Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 90 to 100mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 10/28/2016 and open vial date is (B)(6) 2015. Recall test result performed fasting from meter memory: 166mg/dl on (B)(6) 2015 09:00am. Adverse event not reported.

Event description:
Customer complaint of high blood results. Expected fasting blood glucose test result range is 90 to 100mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is (B)(6) 2016 and open vial date is (B)(6) 2015. Recall test result performed fasting from meter memory: 166mg/dl (B)(6) 2015 09:00am. Adverse event not reported.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation.